Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40's mg/dl. Reportedly, customer unlocked their pump and manually delivered boluses causing them to go low. Customer consumed glucose tablets and candy to address bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.